Event description:
It was reported that the wake button was difficult to press. Customer pressed the wake button multiple times with more force and the wake button performed as intended . Customer's blood glucose (bg) level was 540 mg/dl and ketone level was 0.6. A correction bolus was delivered via the pump to address elevated bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.